Event description:
It was reported by a company representative that high impedance was received at a follow-up appointment upon system diagnostics. No patient manipulation or trauma is suspected and patient was referred for x-rays along with the recommendation to program the device off. The last known good diagnostics were from (B)(6) 2011 and were within normal limits. Additional information from the area representative indicated the x-rays revealed a lead discontinuity in accordance to the treating physician. At the moment revision surgery is being planned and the device was programmed off as recommended. X-rays were provided to the manufacturer for review. Review of x-rays indicated the placement of the generator, the filter feed-trough wires and the lead wires at the connector pin could not be fully assessed due to lack of a full chest images. The generator was partially visible in one of the available views. The electrodes appeared to be in a normal arrangement although the negative electrode seemed to be detached from the vagal nerve. Part of the lead was behind the generator. An acute angle is visible at the lead bifurcation. A lead break is visible at the distal part of the neck area.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.